Manufacturer narrative:
Additional information found in section b5 describe event or problem. A complaint investigation was conducted for the alinity I processing module, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The field service representative (fsr) inspected the module and found the wash zone lift baseplate (a-30109424-02) was not properly seated. The fsr reseated and calibrated the part resolving the issue. Issue resolution was verified with passing qc and patient sample runs. The wash zone lift baseplate (a-30109424-02) was determined to be the cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated prolactin results generated on the alinity I processing module. Additionally, the customer was getting recurring instrument error message ¿ec5752 process path move error¿. The following data was provided: sid (B)(6) initial prolactin 9.85 ng/ml, repeated 2.46 ng/ml. Sid (B)(6) initial prolactin 9.11 ng/ml, repeated 2.86 ng/ml. Sid (B)(6) initial prolactin 6.79 ng/ml, repeated 2.19 ng/ml. Sid (B)(6) initial prolactin 8.29 ng/ml, repeated 2.95 ng/ml. Sid (B)(6) initial prolactin 38.66 ng/ml, repeated 12.41 ng/ml. Sid (B)(6) initial prolactin 5.49 ng/ml, repeated 1.67 ng/ml. Prolactin (3-29 ng/ml-normal range). No impact to patient management was reported. Update: the customer provided the following patient information: sid (B)(6) ¿ 30 yrs female, sid (B)(6) ¿ 40 yrs female, sid (B)(6) ¿ 52 yrs female, sid (B)(6) ¿ 23 yrs female, sid (B)(6) ¿ 19 yrs female, sid (B)(6) ¿ 36 yrs female.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I processing module, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The field service representative (fsr) inspected the module and found the wash zone lift baseplate (a-30109424-02) was not properly seated. The fsr reseated and calibrated the part resolving the issue. Issue resolution was verified with passing qc and patient sample runs. The wash zone lift baseplate (a-30109424-02) was determined to be the cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated prolactin results generated on the alinity I processing module. Additionally, the customer was getting recurring instrument error message ¿ec5752 process path move error¿. The following data was provided: sid (B)(6) initial prolactin 9.85 ng/ml, repeated 2.46 ng/ml, sid (B)(6) initial prolactin 9.11 ng/ml, repeated 2.86 ng/ml, sid (B)(6) initial prolactin 6.79 ng/ml, repeated 2.19 ng/ml, sid (B)(6) initial prolactin 8.29 ng/ml, repeated 2.95 ng/ml, sid (B)(6) initial prolactin 38.66 ng/ml, repeated 12.41 ng/ml, sid (B)(6) initial prolactin 5.49 ng/ml, repeated 1.67 ng/ml, prolactin (3-29 ng/ml-normal range). No impact to patient management was reported.

Event description:
The customer observed falsely elevated prolactin results generated on the alinity I processing module. Additionally, the customer was getting recurring instrument error message ¿ec5752 process path move error¿. The following data was provided: (B)(6) initial prolactin 9.85 ng/ml, repeated 2.46 ng/ml. (B)(6). Initial prolactin 9.11 ng/ml, repeated 2.86 ng/ml. (B)(6) initial prolactin 6.79 ng/ml, repeated 2.19 ng/ml (B)(6) initial prolactin 8.29 ng/ml, repeated 2.95 ng/ml (B)(6) initial prolactin 38.66 ng/ml, repeated 12.41 ng/ml (B)(6) initial prolactin 5.49 ng/ml, repeated 1.67 ng/ml. Prolactin (3-29 ng/ml-normal range). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.